Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2019. The patient complained of pain at the insertion site and felt her leg ¿seize up¿. She removed the sensor, the pain subsided but she noted bruising at the insertion site. The patient was evaluated at an urgent care center, but no medical intervention was required. At the time of contact, the patient was doing okay. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.